Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition and high out of range impedances. Pacing threshold measurements were normal and the out of range impedances were unable to be reproduced and have since been within normal range. It was noted the patient had experienced dizziness. The system remains in service. No adverse patient effects were reported.